Event description:
It was reported that after the second inflation of a pta procedure for an angioplasty on a dialysis patient, site unknown, it was noted that the balloon was partially separated from the catheter. The balloon and catheter were removed together and no part of the device was completely detached. There was no patient injury reported. The inflation device used was a boston scientific, oncare device. Reportedly, the balloon was inflated below the maximum allowed; the exact atms was not known.

Manufacturer narrative:
The DHR was reviewed and confirmed that lot met release criteria. The sample has not been returned to the manufacturing site to date. The results are inconclusive due to no sample returned.